Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. (B)(4). The device was returned and is entering the complaint system. A device history records review has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was conducted and the report indicates that the broken drill bit dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The fracture surface is homogenous which indicates material conformity. No product fault could be detected. The broken tip was missing and not returned with the device. This damage could be caused by too much mechanical force or possible contact with other metallic parts during drilling. Device history record manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
A device report from synthes gmbh indicated a hospital in hungary reported: during the operation the drill bit has been broken. There was no impact on the procedure, the operation was finished successfully. (B)(4).